Event description:
It was reported that noise was observed on the right ventricular lead. It is unknown when the noise was first observed. The lead was capped and replaced on (B)(6) 2017. Patient was in stable condition before, during and after the procedure.